Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medial intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not confirmed, as the device could not be tested. The internally retained unknown shank could possibly have caused or contributed to uneven rotation, though the device would not have been able to be used without first removing the shank. The event did not involve a product problem indicating a non-conformity or unanticipated hazard. No further action is required at this time.

Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medial intervention, and no adverse consequences.